Manufacturer narrative:
The customer reported that their multigas unit is displaying a "gas device error". The customer replaced cables and rebooted the unit, but the issue persisted. No harm or injury was reported. They will be sending the unit in for an exchange. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that their multigas unit is displaying a, "gas device error."

Event description:
The customer reported that their multigas unit is displaying a "gas device error".

Manufacturer narrative:
Details of complaint: the customer reported that their multigas unit is displaying a "gas device error". The customer replaced cables and rebooted the unit, but the issue persisted. No harm or injury was reported. The customer unit was exchanged for another unit. No patient harm was reported. Investigation summary: the error corresponds to a failure of the sensor unit - cd-314p. The root cause is determined to be component failure: sensor needed replacement. Sensor is a replaceable component. The root cause of the reported issue is attributable to the state of wear of components such as watertrap, connectors, sampling line, and / or device damage.